Event description:
The facility reported that a resident was being bathed. When the bath was completed, the resident was removed from the tub with an alenti lift. The caregiver lowered the lift approx 8-12" from the tub, brakes engaged. The resident fell forward through the tub's open door. At the time, one caregiver was drying the resident's hair; one was next to the doorway. The caregiver was not able to stop the chair from falling. One hand bar grip was under the resident when he was on the floor. The resident hit the right side of his head, the right shoulder and right elbow. The resident sustained a contusion to the right side of his temple and his right shoulder and elbow were sore. No description of treatment was stated.